Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was rec'd. Investigation is not complete. A follow up report will be submitted with any new relevant info.

Event description:
User facility medwatch report rec'd, reported "the lipid tubing spontaneously disconnected from y port connection site." No pt harm reported. Reporter was contacted and indicated that no add'l event info or details were available.